Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) locking titanium adapters ¿were not securing properly¿; the adapter body and sleeve did not screw properly. It was further reported the "threads were too coarse". No leak, damage, crack or hole were found in the adapters. This was observed during the installation process. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: three (3) actual samples were received for evaluation in opened pouches. A visual inspection with the naked eye noted scratch marks on the external flat surface of one of the three titanium adapter samples. There were no issues noted on the other two samples. All dimensions of the samples were measured with no issues noted. Functional testing, including leak testing was performed with no issues noted. However, it was noted that it was difficult to thread the titanium adaptor onto the titanium sleeve on all three (3) samples. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.